Event description:
It was reported that the insulin pump alarmed no delivery and a kinked cannula. Customer's blood glucose reading was 130 mg/dl. Customer reported a high blood glucose level of 496 mg/dl. Customer also reported low blood glucose levels in the 40's. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)